Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of high blood glucose of 400mg/dl and is unable to administer a bolus. Customer also indicated that they are unable to find the button to administer insulin and their blood glucose is getting higher. Troubleshooting was able to leave a voice mail message for the customer advising them to call for assistance. There was no further information provided by the customer or by troubleshooting.